Event description:
It was reported that the programmer analyzer which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification due to failing incoming tests and would not communicate with any programmer. If information is provided in the future, a supplemental report will be issued.